Manufacturer narrative:
The field experience of sensing anomaly and noise was not confirmed. Analysis noted abrasions on both the outer insulation and the proximal cable (etfe) insulation at 19.5 cm from the connector pin. One of the is-1 proximal cable wires was damaged at the same place. The abrasion is consistent with that produced by friction with the ICD can. The electrical characteristics of the lead were found to be normal.

Event description:
The lead was capped due to a sensing anomaly. Noise with non-physiological intervals was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received g3-patient. Device evaluation anticipated, but not yet begun